Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg) levels between 250-287 mg/dl. Customer alleged pump was the suspected cause of the elevated bg. Reportedly, the customer delivered insulin while disconnected from the pump and did not see the expected amount of insulin exit the tubing. The issue occurred across multiple cartridges and infusion sets. Reportedly the customer reverted to manual injections for insulin therapy.